Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
It was reported through stryker facebook page: "mako was used for mine. Worst experience of my life. I made some terrible choices in life and having my knee replaced ranks right up there among the worst. Never going to do the other."